Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. The left anterior descending (lad) artery was dilated to an unknown atms with a 12mmx2.50mm nc quantum apex balloon. On the second inflation the balloon ruptured at a low atms. The procedure was completed with another 12mmx2.50mm nc quantum apex balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).